Manufacturer narrative:
The angiosculpt device was not used in the patient; therefore, this section is marked none. The angiosculpt device was returned for lab analysis. Visual examination confirmed the tip separated from the angiosculpt device. The separated tip was not returned for evaluation. There is evidence of the stretched inner member at the distal end of the balloon. Based on the lab analysis, the evidence of a stretched inner member suggests that the user applied excessive exertion of force. According to the instructions for use (IFU) for the angiosculpt catheter, retained device components is listed as a possible adverse effect of the procedure.

Event description:
Physician tried to advance the balloon over the guide wire and the tip of the balloon broke. Additional information received from the rep on (B)(6) 2013: I looked at the balloon and the tip just completely broke off. There was some resistance when he advanced the balloon over the wire. I gues the fellow did not properly lubricate the wire before trying to advance the sculpt, so I am assuming this led to the tip breaking.